Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a ventricular episode where four bursts of anti-tachycardia pacing (atp) and six 41j shocks were delivered, exhausting therapy. The field representative requested electrogram (egm) review, because the rhythm had appeared correlated. Upon review, a fast rhythm above 230 beats per minute (bpm) was detected, which is then automatically declared uncorrelated. Some of the delivered atp slowed the rhythm slightly, however the last shock accelerated the rhythm into ventricular fibrillation (vf). Afterwards, the rhythm spontaneously slowed on its own. It was unknown what the patient was doing at the time, but he tolerated it. Technical services (ts) discussed troubleshooting/programming options and recommended an electrophysiology (ep) study. Additional information received reported that the patient needed medication changes to control high atrial rates that led to rapid ventricular conduction. The patient was not doing anything of note during the time of the delivered therapy, and tolerated the high rates while experiencing slight dizziness. This ICD system remains service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.